Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge was intermittently inaccurate. The customer's blood glucose (bg) reached 40-180 mg/dl. Bg level was addressed with the customer drinking coffee. Reportedly, the customer declined further troubleshooting with tandem technical support.